Event description:
It was reported that during a percutaneous transhepatic biliary dilatation procedure, the suture broke. The target area is located in the biliary region. A flexima regular apdl/8 was selected and advanced to drain the target area. During closure of the drainage, the physician pulled the thread but the suture broke. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable

Event description:
It was reported that during a percutaneous transhepatic biliary dilatation procedure, the suture broke. The target area is located in the biliary region. A flexima regular apdl/8 was selected and advanced to drain the target area. During closure of the drainage, the physician pulled the thread but the suture broke. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received with the suture inside the catheter and broken near to the suture key. The suture key was not returned. The suture hole is ripped. The metal cannula, the flexible cannula and the trocar were received and no anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).